Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, there was no physical damage observed with the nozzle. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected by following the instructions for use (IFU) sections: -operation manual: 3.3 inspection of the endoscope: inspection of the endoscope -operation manual: 3.8 inspection of the endoscopic system: inspection of the air-feeding function / inspection of the objective lens cleaning function " olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis exera iii colonovideoscope had an insufflation issue. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was an air/water flow issue due to an amalgam of foreign black rubbery material and a solid/ translucid plastic material clogging the nozzle that could not be removed. This finding was due to insufficient cleaning or handling of the scope during the cleaning/disinfection process. Upon further inspection, it was also observed that the glue of the bending section cover was separated. It was observed that the plastic distal end cover and the insertion tube were damaged. It was also observed that the light guide lenses were chipped. It was observed that the bending angulations were out of specifications. It was also observed that the universal cord was buckled. Lastly, it was observed that the scope cover was deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.